Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is 1 of 2 reports being filed for the same patient (reference 1825034-2017-00280 / 00281).

Event description:
It is reported that the patient was revised from total shoulder arthroplasty to reverse shoulder arthroplasty due to rotator cuff insufficiency.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical product - hybrid glenoid base, catalog#: 113952, lot#: 339660. Versa-dial shoulder system comprehensive standard adaptor, catalog#: 118001, lot#: 530470. Pt hybrid glenoid post, catalog#: pt-113950, lot#: 001390. Comprehensive primary stem, catalog#: 113630, lot#: 931990. Access threaded steinmann pin, catalog#: 110003484, lot#: 667700. Multiple MDR reports were filed for this event, please see associated reports: 1825034-2017-00280 / 00281 / 04420 / 04422. Reported event was unable to be confirmed due to limited information received from the customer. X-ray review states: "the glenoid component is mostly obscured by the overlying humeral component on this ap view. Small metal opacity projects superior to the humeral head component, which is probably artifactual. Otherwise, the humeral component appears intact. Integrity of the glenoid component cannot be determined on the x-ray submitted." And "bone spurs greater tuberosity of humerus and inferior lateral acromion process, which may be associated with impingement syndrome and increased risk of rotator cuff tear." Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.